Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received insulin flow block alarm. The customer's blood glucose level was unknown. The customer reported that the alarm did not occur during fill tubing. The customer reported that the event was resolved by changing reservoir. The device will be returned for analysis.